Event description:
The customer's mother reported via phone call that the customer had an off no power alarm. Customer's blood glucose was 85 mg/dl at the time of the incident. Caller stated that the screen started blinking and beeping so they took the battery out. Caller did not receive a low battery alert prior to the off no power alert. Customer had no signs of damage on the pump. Caller stated there is condensation in the pump because the customer was taking showers with the pump on the counter. Caller reported there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. Moisture damage was found on the liquid crystal display board and the mother board. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.